Event description:
It was reported that the patient presented for leadless pacemaker (lp) system implant. During the procedure, the helix of the atrial lp was noted to be stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.